Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and was admitted to the emergency room. Upon further review, lead vegetation, as well as a bacterial infection and pocket infection were observed. The patient was transferred to another facility. On (B)(6) 2017 the pacemaker was explanted. It was later noted that the patient developed sepsis. On (B)(6) 2018 the patient expired due to sepsis. There is no known allegation from a health professional that suggests the death was related to the device.